Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had alleged nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, kidney disease, toxicity, liver disease, cancer. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer received information regarding a rep dream station auto CPAP device was returned to a third-party service center with information alleging nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, kidney disease, toxicity, liver disease, cancer. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: device problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.